Manufacturer narrative:
Date rec¿d by MFR : 11jul2019. The user interface (ui) assembly was returned for failure analysis. A visual inspection of the ui assembly revealed no evidence of damage or contamination. Further analysis determined that a burned out cold cathode fluorescent lamp backlight caused the dim display failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 07jun2019. Date received by manufacturer: 04may2019. The customer reported replacing the user interface and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer is to call back for further instructions to replace the display and upgrade the unit's software. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit had a dim display. There was no patient involvement. Event date not specified: estimate used.